Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the ipg site. The physician stated the pt's ipg had rotated in the pocket and easily moves. F/u info revealed the pt underwent surgical intervention on (B)(6) 2014 and her ipg was oriented correctly in the pocket and stitched into the pocket. The pt stated the ipg is now laying flat in the pocket and comfortable.